Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose 9 months ago with blood glucose was close to 600 mg/dl. The customer's blood glucose at the time of incident was 442 mg/dl, current blood glucose is 360 mg/dl. The customer's blood glucose was over 200 mg/dl over 6 months now. The customer treated high blood glucose with the insulin pump. The customer reported that the during hospitalization customer was had heart attack. The customer experience symptoms like blurred vision and weak in the legs due to high blood glucose. The customer was wearing insulin pump during hospitalization. The customer was advised that the replace the insulin pump. The insulin pump will not be returned for analysis.